Event description:
It was reported that the user fell while skiing and the ilet screen became cracked, as confirmed by a photo provided by the user. Symptoms included no reported alerts or alarms. Outcomes included a replacement device shipped to the user with return instructions provided and acknowledgment of the learning process for the new device. Investigation included review of user-provided evidence and verification of device identification. Investigation of this case revealed physical damage to the display consistent with external impact during recreational activity, with no indication of device malfunction or alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in accidental physical damage.